Manufacturer narrative:
Additional information (08-jan-2026): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos reviewed the information provided by the customer. No reagent issues were identified. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a variety of troubleshooting steps on the instrument, replaced the dilution mixer of the instrument, and performed alignments, all of which is considered routine service. The customer stated the issue was resolved and no other discordant results were reported. To verify performance post service, the cse ran a full autocheck and no failures were observed. The technical application specialist (tas) ran multiple precision studies using both quality control (qc) and patient samples. All qc precision showed acceptable results and no evidence of imprecision. Based on the available information, siemens concluded that hardware related issues potentially contributed to the discordant calcium (ca) patient sample results. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Sections d1, d2, d4, and g1 were updated to reflect the instrument being the impacted device in this complaint. Section h6 has been updated to reflect the sos investigation. Initial MDR 2432235-2025-00222 was filed on 26-aug-2025.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding five (5) calcium (ca) discordant patient sample results were obtained when processed on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens five (5) calcium (ca) discordant patient sample results were obtained when processed on an atellica ch 930 analyzer. It is unknown which of the results is correct or if any of the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium (ca) patient sample results.